Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch column had been torn out of the station so that it no longer fit into the tower or seated properly to allow the doors to close. A field service engineer (fse) replaced latch column to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failed continuously and needs storage space recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.